Event description:
As reported, the patient had a loose cemented keeled glenoid removed and replaced with a competitor's vrs implant. The head and replicator plate were also removed and replaced with a +5 tray and a 40+0 liner. The stem was well fixed and left in place. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. D10: 1.5mm replicator plate (cat #: 300-10-15). Equinoxe, humeral head tall, 41mm (alpha) (cat #: 310-02-41).

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, d6a, g3/g4, h4, h6 . MDR section codes updated/corrected: b, c, d, e, g. The revision may have been due to wear on the articular surface on the glenoid from use over time, patient-related factors, and/or overstuffing of the joint. Additionally, an insufficient bond between the glenoid component and the bone leading to aseptic (non-infected) glenoid loosening could have contributed to the revision. However, the glenoid loosening and the cause of the wear cannot be confirmed from the provided information. Potential user and patient-related considerations to the event could not be assessed as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.